Event description:
On 31-mar-2026, a sales representative reported via email that an ar-9090-01s dualcomp hindfoot nail (10.5 × 180 mm) had an issue where the targeting compression screws could not pass through the nail. The nitinol core appeared to be shifted, limiting screw passage and available compression. An attempt was made to remove the nail and reset the core; however, the issue persisted. A new nail was opened to complete the procedure. This occurred during a ttc fusion procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 03-apr-2026: during the procedure, no visible damage or deformation was noted on the compression screws. The initial compression screws were reused with the replacement ar-9090-01s dualcomp hindfoot nail (10.5 × 180 mm) to complete the case; no new compression screws were required. After insertion of the first two compression screws and compression of the nail, the remaining compression screws failed to pass through the nail. The hindfoot nail was removed intact, with no resistance or damage noted during removal. The device was replaced with an ar-9090-01s dualcomp hindfoot nail to complete the procedure. The surgery was delayed by approximately 45 minutes, resulting in a 45-minute case extension during which additional anesthesia was required. No adverse patient effects reported during or following surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.